Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that the procedure was performed to treat a mildly calcified, non-tortuous left anterior descending artery. The 3.50x15 mm rx trek balloon was pressurized three times (12, 16, and 16 atm) then the balloon failed to deflate. After several attempts were made to deflate the balloon and pulling negative for more than 2 minutes, the balloon was retrieved inflated. An unspecified balloon of the same size was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.